Manufacturer narrative:
(B)(4). Updated section: b4, d4 (#lot), d9, g3, g6, h2, h3, h4, h6, h11. Corrected section : d4 (#UDI). The device was returned to the factory for evaluation on 12/30/2024. An investigation was conducted on 01/30/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire. The silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold tip jaw, exposing the metal cold jaw tip. The detached silicone insulation was not returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000434878 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during procedure, harvester was preparing to switch from dissection to branch ligation and had removed the conical tip. The scrub nurse had put the cannula onto the scope and was inserting the hpii into the channel. After pushing the hpii through, she examined the tips and saw that a piece of the plastic had broken off. They opened a second kit and used the second kit to complete the case. No patient contact or injury.